Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that experiencing kinked cannulas and elevated blood glucose (200 - 300 mg/dl) since oct. 2007. His normal blood glucose level is 170 mg/dl. He stated he would become aware of the kinked cannula when his infusion device would alarm e4 (occlusion). He would then insert a new infusion site and bolus 4-5 units of insulin to lower his blood glucose. The pt was educated on proper infusion site insertion and site rotation. The pt did not require medical assistance from a health professional, or second party to address to the issue. He did not retain any of the alleged product to return for eval. No product will be returned.